Event description:
It was reported that during a replacement surgery, high impedance was detected on the patient's generator. The surgeon attempted to replace the generator to resolve the high impedance; however, generator replacement did not resolve the high impedance. The patient's lead was replaced and high impedance resolved. It was reported that the explant facility discarded the explanted products; therefore return of the suspect product is not expected to date. No further relevant information has been received to date.